Manufacturer narrative:
Corrected date of event from (B)(6) 2017 to (B)(6) 2017. Corrected date patient expired from (B)(6) 2018 to (B)(6) 2018 (exact date unknown).

Event description:
Approximately 8 months later, the patient expired due to a cardiac event in (B)(6) 2018.

Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 7 months post index procedure, the patient experienced restenosis. A successful revascularization of the target lesion was performed on (B)(6) 2017. Approximately 1.5 months later, the patient expired due to a cardiac event on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.